Manufacturer narrative:
The device was received for evaluation. As per evaluation results, pressure tubing was not detached but completely broken from the bond joint with proximal z site. Broken tubing could lead to a leakage, that implies a small amount of blood/fluid loss that is unlikely to result in an injury. This generally results in the need to exchange the device, which can be done with a minor delay in treatment or monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when setting up this disposable pressure transducer with vamp jr., the pressure tubing between the reservoir and the stopcock luer was detached. There was no allegation of patient injury. Patient demographics unable to be obtained.